Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien was only authorized to upload the software. The ventilator passed all the required testing.

Event description:
Customer reported stating that the 840 ventilator rendered a ventilator inoperative condition. There was no patient connected to the device.